Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned and the reported lot number was confirmed from the returned packaging.during visual inspection, the tip of the subject guidewire was noted to have been slightly shaped. The guidewire was kinked 98.2cm from the proximal end. The guidewire ptfe coating was examined under magnification and the ptfe was damaged and was peeled/scraped off in several places between 7.5cm to 17.8cm from the proximal end. The guidewire hydrophilic coating was examined under magnification and no anomaly was noted. The core wire distal end was observed through the distal tip dome. The nitinol tubing proximal bond and distal bond joints were in place. During functional testing, the device was hydrated and the guidewire was advanced through a demonstration microcatheter and there were no difficulties inserting the guidewire into the hub or advancing it through the microcatheter. The reported event was confirmed based on the damage noted during analysis. In the case of this complaint, while the introducer and rhv were not returned, it is possible that the metal from the introducer may have damaged the guidewire during insertion into the rhv resulting in the analyzed anomalies. An assignable cause of procedural factors will be assigned to the as reported (ar) / as analyzed (aa) events since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure the subject guidewire green color coating was peeling in the rhv at the proximal end. The procedure was completed and no clinical consequences to the patient. No further information provided.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject guidewire green color coating was peeling in the rhv at the proximal end. The procedure was completed and no clinical consequences to the patient. No further information provided.